Event description:
Healthcare professional reported a a right side rupture confirmed with ultrasound. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec). As per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture confirmed with ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.